Event description:
It was reported that during use with the bd facslyric¿ erroneous results were observed on patient samples. The following information was provided by the initial reporter: 1. Are there erroneous results on samples from diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there ay physical harm/injury to the patient due to the issue? No. The sample was a patient sample, but fortunately the customer could repeat the analysis, even if she had to analyze less events. There was not a delay in the treatment or diagnosis and not an impact on the patient. Client was working in "experiment mode" instead of "assay mode", which was recommended when the previous problems arose. There was no impact on the patient as a minimum number of events could be acquired to perform the analysis (100,000 events). The customer wanted to rerun the same sample capturing 300,000 events but it was not logged

Manufacturer narrative:
The following fields have been updated with corrected information: g.1 - reporting office - (B)(6). H.6 imdrf annex f code - f26. H.6 based on the investigation results, the reported issue of one of the samples was not registered despite having selected "acquire" in the experiment mode was confirmed. Investigation results that were performed on the indicated failure mode were the following: - data provided by the customer was evaluated. The potential cause was determined to be corrupt file path to the fcs file, and the exact reason for corruption is unknown. Detailed root cause and summary has been added to the azure defect 428565. The problem stems from user error, as it has been observed that customers were conducting patient sample runs in experiment mode instead of the recommended worklist mode, as specified in the facslyric instrument instruction for use document with number 23-21284 revision 5, page 28, section 'experiment and assays.' In this section, it clearly states, 'use assays when you want to run a specific protocol or analysis on samples repeatedly. Assays are run as entries in a worklist, which provides batch acquisition and analysis. Use experiment mode for test studies and different samples, and to develop protocols.' The issue was resolved based on the customer confirming being informed about the correct method for analyzing the samples. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use with the bd facslyric¿ erroneous results were observed on patient samples. The following information was provided by the initial reporter: 1. Are there erroneous results on samples from diagnostic test? Yes. 2. Was there any delay of treatment due to the issue? No. 3. If patient samples were redrawn, was there any change or delay of treatment? No. 4. Was there ay physical harm/injury to the patient due to the issue? No. The sample was a patient sample, but fortunately the customer could repeat the analysis, even if she had to analyze less events. There was not a delay in the treatment or diagnosis and not an impact on the patient. Client was working in "experiment mode" instead of "assay mode", which was recommended when the previous problems arose. There was no impact on the patient as a minimum number of events could be acquired to perform the analysis (100,000 events). The customer wanted to rerun the same sample capturing 300,000 events but it was not logged.

Manufacturer narrative:
D.4. Medical device expiration date: na. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.